Event description:
The customer reported that during an rf ablation procedure, the temperature sensor of the needle was found to be defective. There was no harm to the pt. Covidien's initial eval of the incident electrode found the insulation was damaged. The device failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.